Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported seeing the settings not available screen on their controller. Patient stated that they had tried turning the stimulation down many times, but they were still seeing this message and patient stated "it says it's charged, but it's not. I have no stimulation whatsoever." Patient reported that the controller battery was 100% and the implanted neurostimulators battery 0% and stated the last time they were able to charge ins was saturday. Agent reviewed information and the patient was redirected to their healthcare provider to further address the issue. Patient service specialist reviewed role of representative and provided nas number for healthcare provider office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of not having any simulation is unknown. Possible scar tissue issue. It is still not working properly. They will follow up with the manufacturer representative (rep) in 2 weeks. Issue is not resolved.